Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic pulmonary valve, the capsule bond broke when "marrying valve to radiopaque marker". The valve and the delivery catheter system (dcs) were removed from the patient. A different valve and different dcs were used for a successful implant. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with the valve loaded in the capsule of the dcs. The valve was removed from the dcs. The hemostatic actuator and the proximal handle were intact. The proximal handle rotated on the proximal end of the dcs. The distal tip could be advanced until the luer touched the proximal handle edge. The hemostasis actuator and proximal handle actuator locked when rotated clockwise and unlocked when rotated counterclockwise. The device was received with the capsule fully opened. There was separation observed near the proximal end of the capsule at the proximal bond region. The separation site was even and smooth. Damage was noted along the mould bond. A kink was observed along the mid-section of the capsule. Deformation was noted along the distal side of the capsule. Damage was observed along the guidewire lumen. The dcs coil was intact and showed no evidence of damage. Conclusion: the subject dcs was returned for analysis. The valve was received loaded in the capsule of the dcs and was removed during analysis. A separation was observed in the capsule near the proximal end of the capsule. The polytetrafluoroethylene (ptfe) lined capsule had separated at the capsule proximal bond region. The separation site was even and smooth. The device was returned with the capsule separated, therefore confirming the reported event. Images were received for review. The images provided show a second successful harmony implant using the right pulmonary artery (rpa) after a previous capsule separation in the same case. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected data: g3 was updated to reflect the accurate aware date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.